Manufacturer narrative:
This report was previously submitted under medwatch 1822565-2015-01156. (B)(4). Other device used: catalog #00875101236, continuum, trilogy it, allofit it poly liner, lot #62387631 manufactured by zimmer (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the patient's hip was revised due to metallosis, cobalt poisoning, a seroma, and an adverse tissue reaction which stems from previous breakage of an acetabular ceramic liner. The ceramic liner was previously revised. During the current procedure being reported, additional pieces of the ceramic liner were removed, and the head was replaced.

Manufacturer narrative:
This report is being amended to reflect changes. No devices or photographs were returned for review; therefore the condition of the devices is unknown. Review of the device history records did not find any deviations or anomalies. These devices are used for treatment. Review of the revision operative notes from 02/19/2014 state that a cocr femoral head was implanted. Zimmerbiomet does not recommend the use of the cocr femoral head after a failed ceramic articulating surface combination as called out in the continuum acetabular system surgical technique. Review of the revision operative notes dated 07/15/2014 noted that on entering the deeper tissues, copious amounts of grayish fluid came out and there were copious amounts of grayish, necrotic tissue throughout the entire are of the hip joint. It was also noted that there were free fragments of ceramic debris found in and around the hip joint. The patient's hip was drained of all the metallosis debris. The neck of the femoral prosthesis had previous wear from the impingement of the neck on the previous liner, which was possibly a source of fracture of the acetabulum at that time. The femoral head had large areas of dull area from scratching on the surface and a couple of deep scratches. The cup was intact. An osteotome was used to fracture the liner and to take it out. The remaining parts of the liner showed areas of strife wear and pinning wear. The likely cause for the metallosis and the implant wear is the use of the cocr femoral head after the ceramic liner fracture.